Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the buttons are sticking, and occasionally are unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
All the buttons functioned properly and no moisture damage on the keypad traces or stuck buttons were noted. The keypad connector was fully locked. The pump ad minor scratches on the lcd window and a cracked reservoir tube lip.